Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a blurred screen and was indistinct occasionally during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was unable to be confirmed. The device was repaired by a third party. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical function temporarily failed due to the third-party repair. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.